Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified an extended opening, red particles and a weight test of the explanted material was completed and found the device to be underweight. Microscopic analysis of the return device identified an extended(sharp) opening with localized stresses induced in posterior side assessed as surgical impact, and non penetrating nicks. A dimension measurement of the shell was performed which identified the thickness to be within specification/ based on the device analysis the final assessment is a sharp opening with localized stresses induced assessed as surgical impact. The reason for reoperation was rupture, silicone migration, and inflammatory nodule. The event of inflammatory nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side suspicion of ruptured breast implant and silicon in the axillary node. Health professional additionally reported siliconoma. Device remains implanted.